Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is loosing charge so quickly. The pdm is only holding charge for less than a day.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The device will not be returned for investigation.